Event description:
Procedure: balloon valvuloplasty of aortic valve. Prep: a 10cc syringe with 5cc mixed contrast was used to purge the air. The balloon was not "blown up" outside the body. An inflation device was used with rbp of 4. The guidewire was left in place, there was no ruptured, however the balloon would not deflate and the valve ripped when pulling out the balloon. Pt now requires a valve replacement.